Manufacturer narrative:
The product was not returned for evaluation. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported ruptured aneurysm was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The patient was undergoing a balloon assisted coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, after placing the first smart coil in the target vessel, the patient¿s vital signs changed and the patient started moving a lot. Consequently, the aneurysm re-ruptured. The physician immediately placed a balloon catheter in the target vessel and was able to control the hemorrhage. The physician then placed three additional smart coils in the target vessel with no issues. The final follow up run showed no significant residual of the aneurysm and the event was considered resolved as of (B)(6) 2017. The adverse event was adjudicated to be of moderate severity with a probable relationship to the smart coil system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a balloon assisted coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, after placing the first smart coil in the target vessel, the patient¿s vital signs changed and the patient started moving a lot. Consequently, the aneurysm re-ruptured. The physician immediately placed a balloon catheter in the target vessel and was able to control the hemorrhage. The physician then placed three additional smart coils in the target vessel with no issues. The final follow up run showed no significant residual of the aneurysm and the event was considered resolved as of (B)(6) 2017. The adverse event was adjudicated to be of moderate severity with a probable relationship to the smart coil system.